Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system note: manufacturer contacted customer in a follow-up call on 01-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son called on behalf of the customer. The customer is concerned with test results from meter memory of 224, 190, 178, 154 and 231 mg/dl non-fasting. Customer was also concerned with a reported result obtained of 418 mg/dl non-fasting on 04-jul-2020. Customer stated during a routine doctor's appointment, there was a 110 point difference between the result obtained using the truemetrix air meter and the doctor's device (results were not provided). The customer¿s expected fasting blood glucose test result range is 120-130 mg/dl and expected non-fasting blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Son stated that the customer had left the test strip vial open and not closed all the way. The customer had another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 324 mg/dl and 349 mg/dl using truemetrix air meter. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).